Event description:
It was reported that during distal burring in a tka procedure, the snap-lock disconnected from the handpiece (completely broke into separate parts). It was outside of the patient. This was noticed very early on as burring was not effective. It was swapped for the backup device to complete the surgery with a delay of fewer than 30 minutes. No other complications were reported.